Event description:
Reporter alleged blood glucose measured 554 mg/dl back to back with a result of 221 mg/dl when perforemd immediately after each other at 6 pm. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.